Manufacturer narrative:
The customer's meter and test strips were received for investigation and were tested with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr. Donor hct: 43% and 37%. Testing results: donor #1: masterlot/customer meter and masterlot. 2.2 inr/2.2 inr. Donor #2: masterlot/customer meter and masterlot. 2.9 inr/2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages. The meter test and doctor's meter test were dosed from the same fingerstick. Per the product labeling, the customer should never perform another test using the same fingerstick. Medwatch fields were updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from her coaguchek xs meter serial number (B)(4). The customer tested using her meter at the doctor¿s office and the result was 2.0 inr. The result from the doctor's meter a few minutes later was 1.5 inr. The customer was not sure of the type of meter, but thought it was a larger coaguchek meter. The customer used the same finger and puncture for both tests. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no new medication, no diet changes, and bleeding or bruising outside the normal. The customer stated she skipped her dosage for two days after a result of 4.0 inr on (B)(6) 2017 was received and then she went back to her normal dosage. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.